Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received additional information that this 19mm aortic valve underwent valve-in-valve replacement due to calcific degeneration leading to stenosis (max gradient = 105 mmhg, median gradient = 65 mmhg).

Manufacturer narrative:
Patient was discharged.

Event description:
Patient was treated with success, without any complication and patient was discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. Without additional information cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 19mm aortic valve implanted in the aortic position, underwent surgery for a valve-in-valve replacement after an implant duration of 11 (eleven) years due to degeneration. A non-edwards transcatheter aortic valve was implanted within the disabled edwards valve. No additional information was provided.